Event description:
It was reported that the right ventricular (rv) lead had varying pacing lead impedance. No intervention was performed; the patient was stable and there were no adverse consequences.